Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to low blood glucose (bg) levels that were a result of needing a settings adjustment. Customer was unable to provide exact bg value. Blood work and fluids were administered to the customer to address low bg. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments.